Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 implantable pacing lead, (B)(6) 2002; 5076-45 implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that there was a chronic steady rise in pacing impedance, along with high capture threshold. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.